Event description:
On 7/21/98 pt's blood glucose level was 309 mg/dl. Pt administered 10-12 unit of insulin infusion pump. Pt started vomiting between 11 pm & 1 am. At 1:30 am pt's blood glucose level was still 320 mg/dl. Pt administered 10 unit of insulin. Pt woke up at 4:00 am still vomiting with a blood glucose level of 350 mg/dl. Pt changed her catheter. Pt's ketones at 7 am were 3+ so pt went to the hospital. Pt did notice air in infusion tubing.